Event description:
The user facility reported an 84-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient's heel hit the purge line resulting in damage to the purge filter. The purge flow became blocked, and the pump subsequently stopped. The patient went into cardiac arrest, and despite cardiopulmonary resuscitation, a return of spontaneous circulation was not achieved, and the patient passed away.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
Product was not returned for review. Data logs were reviewed, and the purge leak was confirmed. Initially, the purge pressure drops to zero and purge flow rises along with a purge system open alarm, indicating a break in the purge line. Then, the purge pressure rises over a 4 second span until the high purge pressure alarm triggers. This cycle between hpp and 0 mmhg repeats several times. This indicates that the team was troubleshooting by attempting to patch the leak but was not successful. The root cause of the purge leak was determined to be damage to the reservoir to filter joint during patient movement. During the 20-minute span that the team was attempting to troubleshoot the purge leak, there was very little or no purge reaching the motor. With no purge fluid in the purge gap, blood was likely able to ingress in, causing high purge pressure and a motor current trend upward. Alarm 13 (high motor current) was ultimately triggered, as seen in the data logs. The pump stop was determined to be due to damage to the reservoir to filter joint during patient movement.